Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient experienced high cylinder and too much residual astigmatism. The system showed neuro retinal rim post operatively right eye after cataract surgery. The surgeon was attempting improvement with pilocarpine drops as per the company representative.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (b)(4.